Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using three prostyle devices using the pre-close technique via an 8fr sheath prior to an interventional endovascular aneurysm repair (evar) procedure. The suture of one prostyle device was successfully pre-placed. Reportedly, the suture could not be verified when the plunger was removed and a cuff miss occurred with the next three devices. The suture of one new prostyle device was successfully pre-placed. The sheath was not upsized and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. Based on the information provided it is likely a needle to cuff miss occurred as reported and as indicated with the other two devices. It is likely an interaction with patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability), or patient anatomy caused one or both needles to deflect inducing the suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.